Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. The issue occurred pre-operatively before the patient was in the operating room.  The electromagnetic localization system box would not sync up with the monitor.  The system was shut down and boot up again 3 times before the green navigation button came on.  This happened prior to 2 cases that day. There was no delay to the procedure. There was no reported impact on patient outcome.